Manufacturer narrative:
Reported device not marketed in u.s. However, similar device is. Manufacturing site eval: 5 unopened pouches received. There are no previous complaints of this batch code. (B)(4) units of this batch were manufactured and distributed, there are no units in stock at OEM. Reviewed the batch manufacturing record, this product had a normal process and results during the process were normal. All samples received are tight. Knot pull tensile strength, so the samples received were tested, results are within specification. Degradation test results: (B)(4). Knot pull tensile strength of the tread within specification. Knot pull tensile strength conducted on samples before releasing the product were within specification. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). After 6 weeks, there are still complete safil quick sutures, and there is no resorption.